Event description:
It was reported the device battery was defective. There was no patient involvement. The customer performed a battery insertion test (bit) to determine the battery was defective. The customer stated the battery could not be charged after placed in another device. The customer determined the battery should be replaced and will order a replacement battery. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed by the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The customer evaluated the device.